Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly, a partially opened polyfoil pouch and the header bag were returned. No other components or accessories were returned for evaluation. Visual inspection revealed that there was a slight deformation/kink noted on the carrier tube assembly near the device sleeve. A partially opened poly foil pouch was returned as well. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that forceful or off axis removal of the carrier tube while pulling it from the pouch, without completely opening the pouch, may result in the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Patient identifier - no patient involvement. Age & date of birth -no patient involvement. Patient sex - no patient involvement. Weight - no patient involvement. Ethnicity - no patient involvement . Race - no patient involvement. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported while unpacking the angio-seal system the physician noticed a kink on the carrier system while it was still in the packaging. The system was not used and replaced by a new angio-seal system. There was no patient involved.